Event description:
It was reported that during preventative maintenance by a getinge fse, the cardiosave intra-aortic balloon pump (iabp) unit failed the drive manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse who encountered the issue replaced the drive manifold assembly, muffler,1/8 npt and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.